Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. A separation was noted on the bulb of the pump. This is a site of leakage. The separation has a central groove, indicating contact with sharp instrumentation such as a needle. A separation was noted on the bladder of cylinder 1. This is a site of leakage. The separation has a central groove, indicating contact with sharp instrumentation such as a needle. A separation was noted on the bladder of cylinder 2. This is a site of leakage. The separation has a central groove, indicating contact with sharp instrumentation such as a needle. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed needle instrument separations in the bladder of cylinder 1, cylinder 2, and the bulb of the pump occurred after the device packaging was opened. Because the limited information provided does not indicate any factors that may have contributed to the reported event, the sequence of events resulting in the observed separations cannot be determined. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to available information, this device required replacement due to a hole. The patient felt a hole in a cylinder. The reservoir was retained and reused. No other adverse patient effects were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.